Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (5mg/ml, 0.399mg/day) in an implantable pump for non-malignant pain and chronic low back pain. The patient missed a refill on (B)(6) 2015 and the pump went empty in (B)(6) 2015. The pump was refilled on (B)(6) 2015 with saline (programmed to minimum rate mode) and a catheter access port (cap) dye study was performed to check for catheter patency. The dye study was negative. On the date of the report, the pump was refilled with morphine sulfate (5mg/ml, 0.3mg/day) and the hcp wanted to perform a priming bolus, but had concerns with the "1mg bolus dose showing" (on clinician programmer). It was reviewed it had been 21 days since the pump was programmed to minimum rate mode. It was discussed the old drug had not infused completely. After discussion, it was determined the hcp was not going to prime the catheter volume and will start the pump at the aforementioned setting. It was reviewed the patient would receive old drug therapy, then saline therapy, and then new drug therapy.